Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the subject meter had an unknown issue. The reporter was unable to provide exact details. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.